Manufacturer narrative:
Correction: manufacturer narrative(chr and DHR) additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative(shr) a review of the complaint history for sn (B)(6) was performed which confirmed similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 07mar2011. The review was performed from the date of manufacture to the present date 26may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed sensor calibration/preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation a review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 07mar2011. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed sensor calibration/pm. There was no patient involvement.